Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that leakage occurred at hub junction after insertion with 3 bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: (1 of 2 complaints) the customer reported three instances during the month of (B)(6) 2020 of the insyte autoguard leaking after insertion. The catheters ranged in gauge size.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo and video of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and video and observed that the winged adapter in the video does not represent the reported product, although it was stated that the defect was observed in various gauges. Evaluation of the reported defect is not possible without close examination of the defective unit (such as adapter and catheter tubing) and accurate information about the material number. Based off the provided evidence the engineer was unable to verify the defect for the 20 gauge insyte autoguard unit. Since a physical sample/photo of the defect was not available a definitive root cause could not be determined.

Event description:
It was reported that leakage occurred at hub junction after insertion with 3 bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: (1 of 2 complaints). The customer reported three instances during the month of (B)(6) 2020 of the insyte autoguard leaking after insertion. The catheters ranged in gauge size.